Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the suspected damaged was believed to be caused by the doctor bending the wire while putting it into the new battery. They did not have records of any impedances of the lead. The patient was reprogramed and adequate stim was achieved. The issue was resolved. The physician was aware and did not want any more information.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name specify surescan; product ID 977c165 (serial: (B)(6); product type: 0200-lead; implant date (B)(6) 2022; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurosti mulator (ins). Rep said they are doing an ins replacement and there are impedance issues on one of the leads. The healthcare professional (hcp) reversed the leads in the ins ports and the issue moved with the lead. Rep said they will try and program around the iss ue. Rep was inter-op so technical services (ts) sent email to the rep for event information. The rep later provided patient and ins information, adding that they suspect the top wire of the paddle (white) may have a fracture. They moved the bottom wire to the top slot of the ins and everything showed as designed.